Manufacturer narrative:
(B)(4). Concomitant medical devices: persona medial congruent articular surface right 10mm catalog #: 42522100710 lot #: 64453767, persona cruciate retaining standard porous femoral component catalog #: 42502806202 lot #: 64834470, persona cemented all-poly patella 32mm catalog #: 42540200032 lot #: 64833048. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address tibial component subsidence approximately eight (8) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified no hardware failure or loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.